Event description:
Pt had snip removal of skin tag on upper back. Site was cleaned, anesthetized, skin tag was snipped off, and then cautery was used to stop bleeding. After pressing cautery button, the metal tip developed a flame. The patient was completely unharmed and walked off the bed. The cautery tip was then placed on the bed and then on to the ground. A small amount of paper on the bed then lit on fire, and this paper was thrown on the tile and the flame stopped on its own. The patient and I were completely unharmed, and the fire was put out without any assistance.